Manufacturer narrative:
Additional information: d4, d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was returned for evaluation. The device history record (DHR) review showed no abnormalities related to the reported failure. The reported complaint was confirmed via service and repair inspection. The index knob was confirmed to be loose on inspection of the device. The unit was recently in for repair (244356) which indicated that the unit previously had issues with the knob not locking under applied pressure. Unit was previously cleaned, and all worn components replaced. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the locking knob of the a1059 mayfield modified skull clamp has minimal resistance when moving to locked position. There was no known patient injury or delay in surgery.